Event description:
On (B)(6) 2022 during a call with fresenius technical support for drain complications, it was reported that this female peritoneal dialysis (pd) patient recently had an episode of peritonitis and had completed the course of antibiotic therapy. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2022 for a regularly scheduled appointment. Prior to the appointment, the pdrn attempted to have the patient come in and be seen for a report of lots of fibrin seen in the pd effluent for a few weeks. When the patient arrived at the clinic on (B)(6) 2022 she brought the pd effluent bag from that morning. The bag appeared cloudy. The patient denied any abdominal pain and had no fever. A pd effluent culture was obtained. The patient was administered antibiotics with intraperitoneal (ip) vancomycin 2g and gentamicin 80mg. The patient was diagnosed with peritonitis. The patient was administered a second gentamicin dose of 40mg on (B)(6) 2022. The culture resulted positive for streptococcus oralis and streptococcus mitis. The white blood cell count was 4416 (unknown units) with 77% polymorphonuclear cells. The gentamicin was discontinued at that time, and the vancomycin was given on (B)(6) 2022 and again on (B)(6) 2022. The cause of the peritonitis is unconfirmed. The patient contact sets up the liberty select cycler for treatments and denies any breach in aseptic technique. The pdrn stated the patient was positive for covid-19 4-6 weeks prior to the peritonitis diagnosis. The pdrn stated the patient has never had an issue with fibrin or peritonitis before and doesn¿t know if there is any correlation between the two. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. The cause of the peritonitis was not confirmed. However, the culture result of streptococcus oralis and mitis suggests a breach in aseptic technique as they are part of the normal flora of the oral cavity and upper respiratory tract. All dialysis treatments include a risk of infection due to the decreased immune system in patients and because dialysis techniques increase the potential of microbial contamination. Based on the available information and no allegation or evidence of a malfunction, defect, or deficiency, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.